Event description:
It was reported that on the same day as the implant of a transcatheter valve, a second valve was implanted valve-in-valve due to an unknown reason. Following the implant procedure, the incorrect valve serial number was provided on the patient's registration card.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012896872, use by date: 2027-06-30, UDI: (B)(4). Updated: a4, b1, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a second valve was implanted valve-in-valve due to an unknown reason. Following the implant procedure, the incorrect valve serial number was provided on the patient's registration card. Additional information was received that the paddle housing of the delivery catheter system (dcs) caught the tab of the first valve and pulled it up. The second valve implant resolved the issue.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, a second valve was implanted valve-in-valve due to an unknown reason. Following the implant procedure, the incorrect valve serial number was provided on the patient's registration card. Additional information was received that the paddle housing of the delivery catheter system (dcs) caught the tab of the first valve and pulled it up. The second valve implant resolved the issue. Additional information was received indicating that a medtronic confida guidewire was used during the procedure. The first valve was slowly deployed and implanted in the patient's native aortic annulus. It was noted that the dcs nose cone was centered within the valve frame inflow by slightly retracting the guidewire priorto withdrawal, but the paddle housing caught the tab of the valve as the physician was pulling back the dcs and caused the dislodgement. The dcs was not twisted or torqued at any point during deployment. According to the physician, there were no additional procedural observations or patient anatomical factors that contributed to this event.

Manufacturer narrative:
Additional information: b5 (third paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.